Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the described event appears to be related to the customer¿s preference regarding the instructions for use (IFU) translation from english to swedish. The media services team has been notified of this complaint. Two snippets of two sections of the product IFU for product ref: 2194108 were provided for evaluation. The first snippet is of the english IFU ¿indications¿ section. The second snippet is of the swedish translation IFU of the same section. The english line of ¿power injection of contrast media¿ is translated to swedish and states ¿eldriven injicering av kontrastmedel¿. Since the swedish word "eldriven" does appear to translate into "electric", the complaint is confirmed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the swedish translation of the powerpicc solo IFU is incorrect. The english version "power injection of contrast media" is translated to "eldriven injicering av kontrastmedel" which translated back into english means "electric injection of contrast media".

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the (B)(6) translation of the powerpicc solo IFU is incorrect. The english version "power injection of contrast media" is translated to "eldriven injicering av kontrastmedel" which translated back into english means "electric injection of contrast media".